Event description:
I had a gyne bladder sling implanted in me on (B)(6) 2008. Lot# 3079568, product # 810081. The problem started in the hosp the next day when the catheter was removed. Such intense pressure. I was able to urinate just a few drops. I was released to go home. I should never have been allowed to leave. The pressure was just unbelievable. I live approx. 50 minutes from the hosp. I had to stop at my mother's house which was approx. 30 minutes from the hosp to use the bathroom. I actually could only go a few drops. I was so sick. I got home and went directly to bed. I don't remember a lot, but I was so sick that my family actually thought I was dying. I ate nothing and slept. I did have communication with the doctor via phone. On day three when I awoke, I looked at my legs and they were just huge - I am a very petite woman - at that point I knew I was in trouble. My mother was there to sit with me and she called the ambulance. Obviously I was going into renal failure. We got to the hosp and the doctor removed approx. 2 liters of urine! I have no idea why my bladder didn't bust. The doctor told my mother she saved my life; one more day he said. Once I was catheterized I began feeling better within 30 minutes. I stayed in the hosp for approx. Three days and was sent home with the catheter. I can tell you it was horrible. I thought I would have this thing attached to me forever. I went back to the doctor and he removed it and I went home. I couldn't go before I left for home. The doctor advised me to go home and sit in a warm tube. I live 50 min. Away and had to go back to the ER to be catheterized again because still I couldn't go. I went home again with this device. The doctor wanted to give it a little more time to settle down. I actually called in a few days later and they instructed me on how to remove the catheter. Again, no luck, another 50 minute trip to the ER to be catheterized again. Now the plan was to remove it. I was admitted on (B)(6) 2008, the device was cut in half. This stuff is still in me. Thirty minutes after surgery I was able to go on my own.